Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified right coronary artery. Predilatation was performed a couple of times prior to the 4.0x30 mm trek rx balloon catheter being advanced for additional predilatation. The balloon catheter would not cross due to the heavily calcified lesion and during the attempts to cross the proximal shaft separated. A non-abbott balloon catheter was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.